Manufacturer narrative:
The results of the investigation are inconclusive as the drill was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
During the procedure, the guide wire was broken during drilling. The piece of the tip of the guide wire could not be removed and remains in the patient's body. This report is related to report number 3025141-2022-00177 for the guidewire involved in this event.

Manufacturer narrative:
The reported guide wire (report number 3025141-2022-00177) was returned with a missing tip; the reported event stated the tip was left in the patient's body. The drill involved in this event was also returned for evaluation. The returned guide wire was embedded within the drill upon receipt. The examination performed was for the combined returned parts. Visual appearance: examination was performed under magnification. Due to size of the returned part, manual magnification via hand-held tool was used in combination with to electronic photographic microscope. Observed phenomena include: [guide wire breakage] a portion of a guide wire had become embedded within the drill. The guide wire tail sat within the cannula, and the guide wire tip was missing. The wire instead terminated with a fracture plane. [Guide wire fracture plane] the guide wire fracture plane exhibited no necking or other signs of ductility; the fracture pane appeared angled/oblique to the axis of the device with little texturing. [Drill wear] the drill flutes were worn near the tip of the cannulated drill. Additional damage was present within the cannula. The guide wire breakage characteristics indicated a potential brittle failure potentially due to bending; however, due to unknown procedural conditions, the root cause could not be determined.